Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.

Event description:
Info was received that reported a pt was hospitalized in 2009 due to hypoglycemia. She was treated with IV glucose. The reporter stated there is some physical damage to the device with visible breakage on the device housing and the device had been alarming. It was reported that the pt does not tolerate multiple daily injections and continued to try to use the device despite the damage and alarming. The pt was admitted with a "low" blood sugar and given glucose. The device should be returned for eval.